Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump would shut off on its own and restart again. The customer's blood glucose level was unknown at the time of the incident. The customer returned the product for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion and prime tests due to a loose/protruded drive support disk. The pump passed the stop current, run current and displacement tests. Unable to perform the self test, unexpected restart, off no power, occlusion and no delivery tests due to the alarm. No unexpected off no power alarms were noted. The pump was monitored for several days and no blank display was noted. No damage was found on the lcd isolation tape. The pump had a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.